Event description:
Needle stuck in skin again of the abdomen [needle issue]. Needle stuck in skin of the abdomen [needle issue]. Case description: does the incident represent a serious public health threat?: no. This serious spontaneous case from the united states was reported by a consumer as "needle stuck in skin of the abdomen" beginning in (B)(6) 2014 and "needle stuck in skin again of the abdomen" beginning on (B)(6) 2014, and concerned a (B)(6)-year old male patient who was using novofine 32g (needle) from an unknown start date for type 2 diabetes mellitus (product use: on-going). Patient's height: 180 cm. Patient's weight: (B)(6). Patient's body mass index: (B)(6). Medical history includes type 2 diabetes mellitus from 1194 and hypertension. A patient reported using novofine 32 g needles for about 4-5 years with levemir flexpen. The patient was using the needles twice a day. The patient reported that on an unspecified date in (B)(6) 2014, the novofine 32 g needle got stuck in his skin of the abdomen. The patient's friend, who was a nurse, removed the needle with tweezers and the patient recovered in (B)(6) 2014. A novofine 32 g needle got stuck in the patient's skin of the abdomen again. As a result, the patient went to urgent care. The patient stated that a physician "cut him open" but did not find the needle. The patient had an x-ray performed, which also did not show the needle. However, the patient stated that he felt the needle was still stuck in his skin. Action taken to novofine 32g was reported as no change. On (B)(6) 2014, the outcome for the event "needle stuck in skin of the abdomen" was reported as recovered. The outcome for the event "needle stuck in skin again of the abdomen" was reported as not recovered.

Manufacturer narrative:
.